Manufacturer narrative:
Additional information: imdrf annex a and g codes. The root cause for the reported issue of an devices had corrosion or starting to build up on iui connectors and some iui¿s were seen with damage to the iui pins was not determined. The reported issue that there was an devices had corrosion or starting to build up on iui connectors and some iui¿s were seen with damage to the iui pins could not be confirmed; no further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the devices had corrosion or starting to build up on iui connectors. Some iuis were seen with damage to the iui pins. There was patient involvement but patient harm was unknown.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the devices had corrosion or starting to build up on iui connectors. Some iuis were seen with damage to the iui pins. There was patient involvement but patient harm was unknown.